Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient presented to the clinic remotely via remote monitoring transmission. Upon review, the physician observed noise oversensing on the right ventricular lead. There was no reported adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".